Event description:
The customer reported that the belt clip was broken. Customer stated that he was just sitting in the chair and got up and fell apart. Troubleshooting was done. Customer's blood glucose was 41 mg/dl. Customer ate oranges and candy. Customer requested holster. Advised the customer we will be sending holster once its available. Advised we would sending him a clear clip in the meantime. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.